Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On may 27, 2026, senseonics was made aware of an incident in which the user reported a low glucose event. The user provided an example indicating that at approximately 11:07 pm eastern time, the sensor glucose value was 92 mg/dl while a confirmatory blood glucose value was 44 mg/dl. The user did not seek professional medical treatment and reported resolving the event independently using glucose gel. The user's healthcare provider was not aware of the event, and the user was advised to follow up for further medical guidance. Additionally, the user was scheduled for further education with the clinical team regarding system use and performance expectations.